Event description:
Medtronic received a report that after establishing the access and connecting the drip, the surgeon found fluid leakage from the hub proximal to the react68, which affected the normal operation, so he replaced it with another 68 for surgery. There was catheter leak/strain relief. The catheter was not inspected prior to use. The leak was observed during preparation. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
Product analysis (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the react-68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened react-68 inner pouch (b537642), and a dispenser coil. ¿ damage location details: no damages were found with the react-68 catheter hub. The react-68 catheter body was found broken at ~6.7cm from the proximal end of the catheter hub (at the strain relief). The tubing material at the damaged end exhibited with jagged edges. No other damages were found with the react-68 catheter body. The react-68 catheter distal tip was found to be in good condition. Testing/analysis: the react-68 catheter was flushed, water leaked from the broken location. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed as the react-68 catheter leaked from the broken location. As the react-68 catheter was not inspected prior to use, it is possible that damage occurred during preparation. However, the cause of the catheter break could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.